Event description:
On (B)(6) 2009, the pt's mother reported that on (B)(6) 2009, the pt's insulin infusion device was accidently submerged in water when he went kayaking. She said, the device was allowed to air dry but when a battery was inserted, the device beeped "all kinds of sounds" and the display was blank. The pt switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.